Event description:
It was reported that the patient presented to the hospital emergency department for unknown reasons. While the patient was in the hospital, this right ventricular (rv) lead was found to exhibit high threshold measurements and no capture at maximum outputs. A computed tomography (CT) scan was taken and showed that the lead had perforated the right ventricle. The patient was transferred to another hospital for a lead revision procedure. Surgical intervention was undertaken. The lead was explanted and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The lead was retained by the hospital and will not be returned.